Manufacturer narrative:
The serial number was not provided. The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the system controller log file review, some odd strings of low voltage alarms were observed. The events occurred while patient was connected to a/c power and appeared to affect the white power leads only. There was suspicion that the mobile power unit cable could have come loose. There were no other unusual events noted within the log file. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The investigation is limited to review of the customer supplied system controller log file, and information communicated by the customer site. The device was not returned, no additional information communicated, and the device remained in use. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.